Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer¿s blood glucose was high and the insulin pump kept telling over and over and over and would not stop alarming. The customer informed that it had gone off 23 times since the midnight. The customer stated that they received air instead of insulin. The customer declined troubleshooting for high blood glucose and for air bubbles. The device will not be returned for analysis.